Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: creases were observed. Anxiety- product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: wear abrasion observed, deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient and patient's spouse reported, left side exchange from textured to smooth, due to the patient¿s concern with the product. Patient later reported, crease/folding of implant, per MRI. Healthcare professional, later reported, capsular contracture, baker grade iii. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient and patient's spouse reported left side exchange from textured to smooth due to the patient¿s concern with the product. Patient later reported crease/folding of implant per MRI. Healthcare professional later reported capsular contracture, baker grade iii. The device remains implanted.